Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sinus infections. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sinus infections. The patient was prescribed medication in response to the reported event. The device was returned to the product investigation laboratory for investigation (pil). The device was evaluated. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The device was likely reset prior to pil receipt due to machine hours being 12528 and the therapy and blower hours being 0. The internal investigation showed that there were signs of an unknown smoky contamination on the top enclosure, the rear panel, and on the bottom enclosure. There were signs of contamination in the blower box. There was an unknown white contaminate in the air inlet port. The manufacturer pil observed dust/dirt contamination on top and bottom enclosures, rear panel, blower box. Pil observed no evidence of degraded sound abatement foam. Secondary findings: device likely reset prior to pil receipt, contamination in blower box, bottom enclosure, rear panel and top enclosure. Pil is unable to address the complaint or symptoms. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown in the base unit and also observed dirt/dust contamination in the blower box. Risk tags (ER (B)(4) v20) associated with this failure mode include: irrit02, infect01. The results of this investigation do not impact the calculated risks. Section h6 updated in this report.